Event description:
A report was received that the patient will undergo an ipg replacement due to charging difficulties.

Manufacturer narrative:
Additional information was received that the physician explanted the ipg and replaced it with a new one. The patient is reportedly doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the explanted ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo an ipg replacement due to charging difficulties.